Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the needle deployed at pod activation, but the pink slide did not move forward and the cannula did not deploy as intended.

Manufacturer narrative:
The pod arrived not deployed, with the needle cap still attached. The linkage assembly was partially extended, indicating that the needle mechanism had fired into the needle cap. Upon removal of the needle cap, the needle mechanism components moved to their expected positions. No timeouts or drive stalls were observed. The pod successfully completed both priming sequences. No damages were observed. No problems were found regarding the reported needle mechanism complaint. An alarm was generated, indicating command not received when prev. Cmd had mctf bit set. The alarm was generated in pod state 8, indicating that the device completed priming before the alarm had generated. The root cause of the observed 0x33 alarm could not be determined.